Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of "bad image" was confirmed. The device evaluation also found light transmission failed, cracks on the video connector, scratches on distal edge, and distal fiber breakage. Based on the results of the investigation, it is likely that the following led to the malfunction: component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Three good faith efforts were made to obtain additional information; however, no response received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the rigid video scope had a bad image. There were no reports of patient harm.